Event description:
It was reported that the patient presented to the clinic with infection. The patient's pacemaker, the right atrial (ra) and the right ventricular (rv) lead had eroded through the skin. The patient's pacemaker, the ra lead and the rv lead were explanted due to the infection. A leadless pacemaker system was implanted. The patient was discharged with no adverse consequences reported.

Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.